Event description:
N/a.

Manufacturer narrative:
The cusa excel handpiece (c2602) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the failure has been confirmed as transducer delamination which occurs due to degradation of material over time in field. The device will be scrapped. Root cause - the root cause is confirmed as transducer delamination because of transducer braze degrading in the field. Corrective and preventive action (CAPA) was raised and implemented specific to 36khz handpiece c2602 and transducers involving braze material from supplier which was incorrect and contained zinc. Corrective action implementation date: (B)(6) 2023. The device involved in this complaint was manufactured prior to CAPA implementation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The cusa excel 36khz straight handpiece (c2602) was tested and emitted an immediate alarm during the surgery when they were ready to set it up. The patient was already under anesthesia; the failure of the kit had influence of increasing the length of the surgery, consequently, the patient stays under anesthesia longer than necessary, and on this occasion, the delay was around 30 minutes as they were under impression of using a new kit and therefore not anticipating any problems. Following the incident, the staff had to locate another device and set it up for the case. The new device was replaced with an existing older device that was in good working condition. However, the device was not used as it would not pass the 10% vibration priming level and was alarming during the test phase. The device was then isolated from the operating field and sent for disinfection. There was no patient injury.